Event description:
Allegedly patient was forced to undergo a revision surgery of the left hip due to detached, disconnected, and/or loosening of the acetabulum creating metallic debris.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Evidence the product was in spec when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00581, 00582, 00583.